Event description:
Complainant alleged that during inservice training by zoll sales rep, the device would not power on using battery alone. The complainant indicated that there was no patient involvement in the reported failure.